Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on. It was found that the alarms adjust button powers off the device when pressed. It was found that the u15 microcontroller on the ui board had malfunctioned.

Event description:
It was reported that when the alarm limits button with the bell is touched, the device shuts off. The unit will engage in monitoring activities. No known impact or consequence to patient.